Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a 4cm malignant tumor during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous. During the procedure, when the stent was deployed, the anterior portion of the stent could not be deployed. Subsequently, the stent's delivery system was adjusted, and the stent was deployed continuously; however, the stent suddenly slipped and was deployed inside the patient. Both snares and forceps were used multiple times in an attempt to remove the stent, but it was unable to be removed. Another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.